Event description:
In 2004, a pt with an extensive chiari network throughout the right atrium had a 32mm asd device implanted. The chiari network may have interfered with the placement of the device; however, good device placement was confirmed on echo. Sometime during the night, the pt reported chest pain. A tte revealed that the device had embolized to the right ventricle outflow tract and was caught within the papillary muscles. The pt was sent to surgery and the device was removed. The atrial septal defect was repaired and the chiari network was also removed at the time of surgery. The pt was reported to be doing very well with no complications.